Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had recently done some work where they lifted about 50 bags of about 15 lbs. Each. After that they noticed more pain than normal that felt like it had prior to implant. An impedance check was done on the leads and electrodes. It was discovered that 1, 3, 4, 5, and 6 were out of range. It was reported that the manufacturer representative was able to program the patient's working compact lead 2 and sub compact lead 15 at which time the patient felt stimulation in the desired area. The health care provider (hcp) discussed surgical intervention with the patient, but the patient opted to wait because they were getting the desired stimulation after the manufacturer representative met with them on the day of the report. No further complications were reported.